Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction associated with the cds. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). It was confirmed that the patient effects were deemed unrelated to the study device and procedure. With this new information, this event is not MDR reportable. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the following additional information was received: the study physician assessed the patient's death as unrelated to the implanted mitraclip and unrelated to the mitraclip procedure. There was no additional information provided.

Event description:
This mitraclip report is conservatively filed as the patient expired of unspecified cause approximately 2 years post clip implantation. It was reported that on (B)(6) 2012, one mitraclip was successfully implanted in a patient with functional mitral regurgitation (mr), successfully reducing the mr from 4+ to 1-2+ with satisfactory results. During the 2 year follow-up call, the site was informed that the patient passed away. Multiple, unsuccessful requests from the site were made to obtain more information from the patient's family. As the cause of death was unspecified, the study physician was unable to assess the relationship of the device to the death. There was no additional information provided.